Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported condition was a failure of ic chip, designator u5.

Event description:
It was reported that the device would not power on. There was no patient use associated with the reported event.